Manufacturer narrative:
A sample forceps was received in opened original packaging including the cover foil. The returned sample showed surgery residuals. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. After cleaning the achieved instrument, it was found that the insert was loose inside of the instrument. In that specific instrument, the insert is welded together with a welding bolt inside the instrument. Therefore, the instrument was destructive opened and the welding bolt as well as the broken off insert were investigated. It was found that the insert broke off just behind the welding dot. The insert showed a light flattened cross section on the breaking point which comes from the welding procedure. No other abnormalities were found on the cross section such as corrosion or signs of cracks. Welding in the production process requires a set up test where the welding dot is loaded with 1kg. This test ensures a sufficient welding connection with the instrument. This can be confirmed since the welding did not fail. It was found that the insert broke off just behind the welding dot. Inspecting the welding dot shows that no abnormalities. The material was liquefied and deformed during the welding process. Comparing the welding dot with earlier investigated welding dots shows comparable deformations and temper colors around the welding dot. The root cause of this issue could not be determined. A 100% functional test is performed during production which ensures that the instrument fulfills the specification before it will be delivered. A design related root cause for the damage of the complained device has not been identified. Based on the results of the product evaluation, this event does not represent a malfunction. No further actions are necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps did not close after it was inserted into the patient's eye during surgery. An alternate forceps was obtained in order to perform the procedure. There was no harm to the patient. Additional information is not available for this report.